Event description:
It was reported that the helicut burr was shedding and some debris became stuck in the tissue. No delay or patient injury was reported.

Manufacturer narrative:
Complaint observation indicated shedding as reason for return. The device is in relatively good condition. It was visually confirmed that there are score rings present on the inner diameter of the outer blade. This has been identified as a source of light surface material shedding. There are also small dings at various spiral blade edge locations. The cause of the scoring and dings are aligned with inadvertent contact with hard surface such as bone and bone chip excision during use. No root cause related to the manufacturing of the device was established.